Event description:
It was reported that a "plastic barb" was found on the bd pegasus¿ safety closed IV catheter system's indwelling needle when replacing the heparin cap during use. The device was being used on a patient being treated for "abdominal pain", "acute attack of appendicitis", and "acute b-lymphocytic leukemia". The following information was provided by the initial reporter, translated from chinese to english: "the child patient was treated for abdominal pain? Acute attack of appendicitis? Acute b-lymphocytic leukemia was admitted to our department at 11:10 am on (B)(6)2020 . After entering the department, the puncture of the indwelling needle was performed. The type of the indwelling needle was xinma 24g. The puncturing was successful. The indwelling needle was completion. When the heparin cap was replaced (with changed a positive pressure connector), there was a plastic barb at the spiral of the indwelling needle, and the indwelling needle was immediately pulled out for re-puncture."

Manufacturer narrative:
H.6. A device history review was conducted for lot number 9106532. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "plastic barb" was found on the bd pegasus¿ safety closed IV catheter system's indwelling needle when replacing the heparin cap during use. The device was being used on a patient being treated for "abdominal pain", "acute attack of appendicitis", and "acute b-lymphocytic leukemia". The following information was provided by the initial reporter, translated from (B)(6) to english: "the child patient was treated for abdominal pain? Acute attack of appendicitis? Acute b-lymphocytic leukemia was admitted to our department at 11:10 am on (B)(6) 2020. After entering the department, the puncture of the indwelling needle was performed. The type of the indwelling needle was xinma 24g. The puncturing was successful. The indwelling needle was completion. When the heparin cap was replaced (with changed a positive pressure connector), there was a plastic barb at the spiral of the indwelling needle, and the indwelling needle was immediately pulled out for re-puncture."